Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 80% restenosed target lesion, containing a lesion bend of <=45 degrees, was located in the moderately tortuous and non calcified mid ostial artery. After pre-dilation with a 2.75x20 balloon catheter, a 38x2.75 promus premier¿ drug eluting stent was advanced but the physician had difficulty advancing the device. The device was removed and it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.